Event description:
The surgeon had performed a bi-compartmental knee arthoplasty on (B)(6) of 2011. The surgeon elected to do a arthrotomy and wash out the knee and exchange the tibia poly and patella on (B)(6) 2011.

Manufacturer narrative:
The pt went to the emergency room not feeling well on (B)(6)-2011. The surgeon ordered blood work and cultures. It was determined the pt had septic synovitis. Some surgeons choose to exchange the poly component during routine procedures unrelated to the original makoplasty event. This has been seen most commonly with surgeons opening the joint to perform and I and d procedure to remove or proactively treat infection. No other incidents were reported from this case related to the implants. The surgeon most likely chose to exchange the poly to prevent any debris or possible infectious materials on it. A poly exchange is a relatively easy procedure which is why a lot of surgeons do it when they already have the joint exposed for other reasons. Add'l model#: 180320-5, lot#: 12120610, exp date: 06/30/2015.